Event description:
It was reported at the time of lead repositioning, the operator loosened a setscrew, and the setscrew and wrench 'adhered and appeared outside a pacemaker'. Grommet surface damage also observed. The device was explanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The implantable pulse generator (ipg) was returned and analyzed. Analysis findings demonstrated grommet damage, and set screw-rounded socket. The reported event was determined to be related to grommet punch-out with blocking (driven by self-adhesion between grommet halves over time) or grommet punch-out without blocking (driven by wrench friction and low silicone stiffness). Consequently, corrective actions (CAPA (B)(4) ) have been implemented to address this issue. Disclaimer: submission of information by medtronic under the medical device reporting regulation does not constitute an admission that the device (s) has malfunctioned or that there is any causal connection between the performance of the device and any injury that may have occurred.